Event description:
Material# 302995 batch# 4158635. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, one of our anesthesiologist came to me with an issue with our bd syringes. He had a crna that had drawn up propofol in a 20 ml syringe and it appeared to have black flakes inside the syringe. The syringe was pulled from the case and the crna attempted to filter the black flakes out unsuccessfully. This syringe and lot number was not captured. He had another report the same morning that a circulator had found black flakes in a 10ml bd syringe. This syringe and lot number were not captured either. Because of the 2 reports in the same day, we decided to pull a sample set of 10 & 20 ml bd syringes and saline to draw up in the syringes to test. We tested 4 of each and let them sit awhile and shook them up to see if we could produce any black flakes. Nothing was found during this process so we decided to notify the staff of the reported issue and monitor and capture any syringes and lot numbers. This morning we had a 10 ml bd syringe found to have a black flake in it. We captured the syringe with it contents and the black flake with the lot number. We decided to look at our stock of 10 & 20 ml syringes and found a 20 ml syringe with a black flake inside that sterile packaging but not inside the syringe. At the advice of our market clinical resource director, we pulled all 10 & 20 ml syringes out of circulation.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One hundred and fifty-six samples were provided to our quality team for investigation. A visual inspection was performed and no "black specks" were observed in any of the syringes. Furthermore, a device history record review was completed for provided lot number 4158635. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.